Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that there was foreign material observed inside of the opened sterile packaging during visual analysis. (B)(4).

Event description:
It was reported that during preparation for an operation of implantable pulse generator (ipg) implant, human hair was confirmed inside the sterilized case within the sterilized bag of the radiofrequency (rf) head cover. The cover was returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.